Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the case completed after this device was stuck and unlocked? Did the surgeon continue to use this same device? Did the surgeon use a new device of the same product code? The case was occluded with another product from a different company. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during an unknown gynecological procedure, the device blocked with the blade deployed and a few more minutes was manipulated until it was unlocked. The jaw was stuck. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n9177n. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. In addition, the electrode and ceramic was separated from the lower jaw and still attached to the active rod. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that the separation of the electrode and the ceramic could have cause due to the damage to the lower jaw and the I blade lower tip. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? The instrument was not on a vessel. If yes, how was the device removed? (I.e. Cut off, forced opened) not in a vessel. If cut off, did this cause a change in the plan of care for the patient? No plan changes on surgery. Did the removal cause any damage to the vessel/artery? No damage. If yes, what is the damage and how was the damage repaired? No damage.